Event description:
Pt admitted with diagnosis contracture adhesions lt total knee. Pt. Originally underwent lt total knee replacement in 1997, then a revision in 1998. Pt. Had problems since their revision at another facility. Pt had limited range of motion, stiffness and swelling. Pt's knee did not respond to anti-inflamatory meds or physical therapy. X-ray standing reveals femoral component was oversized with a thick patellar component. Slope of tibial trays actually angling upwards from the tibia instead of inferiorly. Intra-operative per surgeon a portion of the pt's stiffness appeared to be an excessively thick patella and patellar component. Pt. Underwent revision lt knee arthroplasty in 2002.